Event description:
Additional information was received from a healthcare provider via a company representative (rep) and it was clarified that there was no issue with the pump, and that the doctor explanted the pump because they were going to explant the catheter anyway. Due to the patient's severe symptoms, the doctor did not see any reason to leave the pump in the patient. No further information was received about the patient symptoms, including whether it was resolved. The doctor refused to discuss the treatment plan for the patient's symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the catheter was completed and found no anomalies with the catheter body during various standard testing including but not limited to visual inspection, patency testing, and pressure testing. The returned pump was interrogated and as per the logs the following medication was being administered via a simple continuous dose rate as of (B)(6) 2025: fentanyl with concentration 1,000.0 mcg/ml at a dose rate of 100.1 mcg/day. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-jul-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving fentanyl at a dosage of 100mcg/day and a concentration of 750mcg/ml via an implantable infusion pump for spinal pain indications. It was reported that 5 days after implant, the patient started to develop a headache. The patient informed their hcp and their pump was adjusted accordingly and the patient was advised to take measures to alleviate the headache. It was reported that things progressively worsened over the next few weeks and eventually the patient's eyesight was affected and their left eyelid was drooping. The patient also lost control of their bowels. The patient was admitted to the hospital on the (B)(6) 2025, and 2 blood patches were attempted and there was report of a cerebral spinal fluid (csf) leak. During this time the hcp diagnosed the patient with sixth nerve palsy. No environmental, external, or patient factors were known. The hcp did exploratory surgery to determine if there was a break or disconnection in the catheter but was unable to see anything that looked abnormal. The hcp cut the catheter and noted there was good csf flow. The hcp removed the catheter and explanted the pump. At the time of this report it is unknown if the issue is resolved and the patient complains of extreme headache which worsens with light or standing, loss of bowel control, right sided facial paralysis which the doctor diagnosed as sixth nerve palsy, and little to no pain relief.